Event description:
It was reported the customer received a no delivery alarm during fill tubing. The customer's blood glucose was 409 mg/dl. Customer stated they would treat with the insulin pump and declined to troubleshoot for their high blood glucose. Troubleshooting for the insulin pump found a no delivery alarm occurred with a manual prime. It was also found changing the reservoir resolved the no delivery alarm. Customer's reservoir will be replaced. No additional information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Testing was performed and no occlusion was noted.